Event description:
Caller reported an issue with the t: slim x2 pump battery not charging despite using the tandem charging cable and wall adapter, as well as trying an alternative wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement charging cable and wall adapter via two-day shipping, and if the pump battery depletes before receiving these, the customer will rely on multiple daily injections (mdi).